Event description:
It was reported by service report that the lower leg assemblies were cracked along the welds exposing sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: - upper back leg weldments; exposed sharp edges.